Event description:
A patient sent a complaint to the ansm to inform them of a leak at the port site level of the device which set the alarm off. A tegaderm was used to seal the leak. No consequences for the patient.